Manufacturer narrative:
Bayer case number: (B)(4). Bleeding outside of my periods [bleeding intermenstrual] very aggressive recurring tendinitis in totally different parts of the body [tendinitis] sight disorder [visual disturbance] dry eyes [dry eyes] waking up with swollen eyelids [swollen eyelid] visual discomfort [visual discomfort] diarrhoea became part of my everyday life [diarrhoea] cognitive disorders [cognitive disorders] highly irritating feeling of drunkenness [drunkenness feeling of] stuttering symptoms [stuttering] forgetting [forgetfulness] severly impaired concentration [concentration impaired] can't read books [reading disorder] very heavy fatigue [fatigue] bleeding each time I have intercourse [post coital bleeding] bladder hypersensitivity ((there are days when I go to pee more than 15 times a day, which forces me to stay home) [frequency urinary] joint pain throughout my body [painful joints] having to search for everyday words [word finding difficulty] difficulty walking [difficulty in walking] aggressive pain behind my left hee [pain in heel] burning sensation in heel [burning foot] I've been fainting for no reason [fainting] objects slip out of my hands a lot [activities of daily living impaired] my body is permanently hyper-inflamed, all the time [inflammation] brain fog [brain fog]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. The most recent information was received on 07-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("bleeding outside of my periods") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding (seriousness criterion medically important), tendonitis ("very aggressive recurring tendinitis in totally different parts of the body"), visual impairment ("sight disorder"), dry eye ("dry eyes"), swelling of eyelid ("waking up with swollen eyelids"), ocular discomfort ("visual discomfort"), diarrhoea ("diarrhoea became part of my everyday life"), cognitive disorder ("cognitive disorders"), feeling drunk ("highly irritating feeling of drunkenness"), dysphemia ("stuttering symptoms"), memory impairment ("forgetting"), disturbance in attention ("severly impaired concentration"), reading disorder ("can't read books"), fatigue ("very heavy fatigue"), coital bleeding ("bleeding each time I have intercourse"), pollakiuria ("bladder hypersensitivity ((there are days when I go to pee more than 15 times a day, which forces me to stay home)"), arthralgia ("joint pain throughout my body"), aphasia ("having to search for everyday words"), gait disturbance ("difficulty walking"), pain in extremity ("aggressive pain behind my left heel"), burning sensation ("burning sensation in heel"), syncope ("I've been fainting for no reason"), loss of personal independence in daily activities ("objects slip out of my hands a lot"), inflammation ("my body is permanently hyper-inflamed, all the time") and brain fog ("brain fog"). At the time of the report, the intermenstrual bleeding, tendonitis, visual impairment, dry eye, swelling of eyelid, ocular discomfort, diarrhoea, cognitive disorder, feeling drunk, dysphemia, memory impairment, disturbance in attention, reading disorder, fatigue, coital bleeding, pollakiuria, arthralgia, aphasia, gait disturbance, pain in extremity, syncope, loss of personal independence in daily activities, inflammation and brain fog had not resolved. The outcome of burning sensation was unknown. No causality assessment was received for essure with regard to tendonitis, visual impairment, dry eye, swelling of eyelid, ocular discomfort, diarrhoea, cognitive disorder, feeling drunk, aphasia, dysphemia, memory impairment, disturbance in attention, reading disorder, fatigue, intermenstrual bleeding, coital bleeding, pollakiuria, arthralgia, gait disturbance, pain in extremity, burning sensation, syncope, loss of personal independence in daily activities, inflammation or brain fog. The reporter commented: I then developed very significant cognitive disorders and so I saw a doctor to make sure this wasn't the start of alzheimer's (very debilitating brain fog, like a highly irritating feeling of drunkenness. I have avoidance strategies for everything: I avoid changing my diet in order to manage my diarrhea, so I don't go to restaurants, I don't accept invitations to friends' houses, I avoid carrying loads so as to prevent pain (and by this I mean small loads, no heavier than 2 kg), I keep out of discussions between friends so that I don't have to search for words in public and seem totally stupid, particularly given that my brain fog can make me confused. I've changed from a talkative person to someone who is withdrawn. Period of occurrence: about a year after insertion, around (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) bleeding outside of my periods [bleeding intermenstrual], very aggressive recurring tendinitis in totally different parts of the body [tendinitis], sight disorder [visual disturbance], dry eyes [dry eyes], waking up with swollen eyelids [swollen eyelid] , visual discomfort [visual discomfort] , diarrhoea became part of my everyday life [diarrhoea] , cognitive disorders [cognitive disorders] , highly irritating feeling of drunkenness [drunkenness feeling of] , stuttering symptoms [stuttering] , forgetting [forgetfulness] , severly impaired concentration [concentration impaired] , can't read books [reading disorder] , very heavy fatigue [fatigue] , bleeding each time I have intercourse [post coital bleeding], bladder hypersensitivity ((there are days when I go to pee more than 15 times a day, which forces me to stay home) [frequency urinary] , joint pain throughout my body [painful joints] , having to search for everyday words [word finding difficulty], difficulty walking [difficulty in walking] , aggressive pain behind my left "heel" [pain in heel] , burning sensation in heel [burning foot] , I've been fainting for no reason [fainting] , objects slip out of my hands a lot [activities of daily living impaired] , my body is permanently hyper-inflamed, all the time [inflammation] , brain fog [brain fog] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("bleeding outside of my periods") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced intermenstrual bleeding (seriousness criterion medically important), tendonitis ("very aggressive recurring tendinitis in totally different parts of the body"), visual impairment ("sight disorder"), dry eye ("dry eyes"), swelling of eyelid ("waking up with swollen eyelids"), ocular discomfort ("visual discomfort"), diarrhoea ("diarrhoea became part of my everyday life"), cognitive disorder ("cognitive disorders"), feeling drunk ("highly irritating feeling of drunkenness"), dysphemia ("stuttering symptoms"), memory impairment ("forgetting"), disturbance in attention ("severly impaired concentration"), reading disorder ("can't read books"), fatigue ("very heavy fatigue"), coital bleeding ("bleeding each time I have intercourse"), pollakiuria ("bladder hypersensitivity ((there are days when I go to pee more than 15 times a day, which forces me to stay home)"), arthralgia ("joint pain throughout my body"), aphasia ("having to search for everyday words"), gait disturbance ("difficulty walking"), pain in extremity ("aggressive pain behind my left heel"), burning sensation ("burning sensation in heel"), syncope ("I've been fainting for no reason"), loss of personal independence in daily activities ("objects slip out of my hands a lot"), inflammation ("my body is permanently hyper-inflamed, all the time") and brain fog ("brain fog"). At the time of the report, the intermenstrual bleeding, tendonitis, visual impairment, dry eye, swelling of eyelid, ocular discomfort, diarrhoea, cognitive disorder, feeling drunk, dysphemia, memory impairment, disturbance in attention, reading disorder, fatigue, coital bleeding, pollakiuria, arthralgia, aphasia, gait disturbance, pain in extremity, syncope, loss of personal independence in daily activities, inflammation and brain fog had not resolved. The outcome of burning sensation was unknown. No causality assessment was received for essure with regard to tendonitis, visual impairment, dry eye, swelling of eyelid, ocular discomfort, diarrhoea, cognitive disorder, feeling drunk, aphasia, dysphemia, memory impairment, disturbance in attention, reading disorder, fatigue, intermenstrual bleeding, coital bleeding, pollakiuria, arthralgia, gait disturbance, pain in extremity, burning sensation, syncope, loss of personal independence in daily activities, inflammation or brain fog. The reporter commented: I then developed very significant cognitive disorders and so I saw a doctor to make sure this wasn't the start of alzheimer's (very debilitating brain fog, like a highly irritating feeling of drunkenness. I have avoidance strategies for everything: I avoid changing my diet in order to manage my diarrhea, so I don't go to restaurants, I don't accept invitations to friends' houses, I avoid carrying loads so as to prevent pain (and by this I mean small loads, no heavier than 2 kg), I keep out of discussions between friends so that I don't have to search for words in public and seem totally stupid, particularly given that my brain fog can make me confused. I've changed from a talkative person to someone who is withdrawn. Period of occurrence: about a year after insertion, around (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.